Event description:
Customer reportedly obtained the following results within 10 minutes on the aviva system: 86mg/dl, 170 mg/dl, 218 mg/dl, 186 mg/dl, 89 mg/dl, 129 mg/dl. 101 mg/dl, 79 mg/dl, 120 mg/dl, 132 mg/dl, 85 mg/dl, 124 mg/dl. Customer reportedly ate due to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.